Manufacturer narrative:
Reliability analysis evaluated 1 opened and used reservoir. Analysis was inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion reservoir filled with diluent, and connected to a new infusion set. Analysis installed reservoir and insulin connector into an insulin pump. Analysis performed insulin pump manual prime. Saw fluid flow through infusion set and out catheter tip. Conclusion was reservoir not occluded. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer's blood glucose was 25 mmol/l at the time of incident. The customer stated that they treated the high blood glucose with the insulin pump. The customer performed troubleshooting for the no delivery alarm and was resolved by changing the reservoir. The reservoir will be returned for analysis.